Event description:
Synthes 2.5 mm drill bit broke into two pieces, one remaining contained in the right ankle surgical site. Read free of any other metal fragments. Operating room team aware of events.